Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. The computer booted to the application screen normally. The computer was able to launch the ent and cranial applications multiple times. The computer failed the extended memory test in phd which indicates a ram memory problem. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for computer. Replacement device shipped to site. No parts have been received by manufacturer for analysis. On 12/09/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On computer has been replaced. System is working fine with all settings the same as before. No further issues have been reported. (B)(4)

Event description:
A medtronic representative reported a site's navigation system would become unexpectedly unresponsive. This occurred event after ear, nose & throat (ent) software re-installation. No further details regarding the issue were provided. There was no patient present when this issue was identified.